Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). The device remains implanted; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the enterprise 2 china study, subject (B)(6): 1001, a 69-year-old female patient was admitted to the hospital on (B)(6) 2022 due to a "headache for more than 8 months, inability to move the right limb and difficulty in speech for more than 4 months". She was diagnosed with internal carotid artery stenosis. Intraoperative digital subtraction angiography (dsa) on (B)(6) 2022 showed severe stenosis of the c7 segment of the left internal carotid artery. It was referred that the diameter of the diseased vessel at the most stenosis location was 0.29mm, and the diameter of the normal proximal stenosis was 2.39mm, the distal diameter 1.77mm, the length of stenosis 14.51mm, the stenosis rate was 88%, and the left internal carotid artery was normal in the proximal and distal ends. The patient went a vascular stent placement procedure with an enterprise 2 4.0*23mm (unknown catalog/lot). Immediate postoperative angiography showed that the diameter of the most stenosis of the diseased vessel was 1.74mm, the diameter of the normal proximal stenosis of the diseased vessel was 2.36mm, and the diameter of the distal stenosis of the diseased vessel was 1.87mm, the residual stenosis rate was 27%, and the stent had completely covered the lesion. The patient developed drowsiness and maintained right limb inactivity after balloon dilation and stent implantation of the c7 segment of the left internal carotid artery on (B)(6) 2022. Reexamination of the brain CT showed intracranial hemorrhage, the midline was still in the middle, and the cisterna ambiens was visible. The patient was immediately transferred to the intensive care unit, and oxygen inhalation, electrocardiogram monitoring, blood pressure monitoring, and pneumatic therapy were given. Reexamination of the brain CT 2 hours later showed that the intracranial hemorrhage was increased compared with before, and there was no dilatation of the ventricles. The principal investigator (pi) assessed this event as moderate in severity, not related to the study device, and possibly unrelated to the surgery. The vital signs of the subject were stable, but there was still a risk of bleeding. It was recommended to control blood pressure, maintain serum sodium and protein concentration, stop bleeding appropriately and regularly review the brain CT. Brain CT on (B)(6) 2022 the patient still had drowsiness, right limb inactivity, average sleep, poor spirit and somnolence appearance, and brain CT showed that the high-density area was slightly smaller than that on (B)(6) 2022. Symptomatic treatments such as continuous oxygen inhalation, electrocardiogram monitoring, continuous catheterization, pneumatic therapy, lowering intracranial pressure, improving microcirculation, inhibiting acid and protecting the stomach, and nutritional support were given. On (B)(6) 2022, the patient's drowsiness was relieving, and the right limb activity was improving. The drug treatment was continued, and the changes of the condition were closely observed. On (B)(6) 2022, the patient no longer had drowsiness, and the activity of the right limb gradually improved, with good sleep. Brain CT showed that the high-density area was slightly smaller than that on (B)(6) 2022. On (B)(6) 2022, the patient's condition was stable. The reexamination of brain CT on (B)(6) 2022 showed that the high-density area was slightly smaller than that on (B)(6) 2022. On (B)(6) 2022, the patient was conscious, able to communicate with her family, without headache or dizziness, normal urination, and defecation. Physical examination showed that the muscle strength of the right limb was grade 4, and the muscle tension was slightly low. The muscle strength of the left limb was grade 5, and the muscle tension was normal, without obvious abnormalities in the superficial and deep senses of both limbs. Babinski sign was negative bilaterally and meningeal irritation sign was negative. Event has been classified as persistent with an outcome of symptom relief. Given that her condition was under control, she was discharged on (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information was received on 28-jul-2023. Summary of the information is as follows: on (B)(6) 2022, the patient suffered the adverse event of ¿hemorrhage brain¿, which was assessed by the principal investigator as moderate in severity and unrelated to the study device and possibly unrelated to the procedure. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported via the enterprise 2 china study, subject cnv202003: 1001, a 69-year-old female patient was admitted to the hospital on (B)(6) 2022 due to a "headache for more than 8 months, inability to move the right limb and difficulty in speech for more than 4 months". She was diagnosed with internal carotid artery stenosis. Intraoperative digital subtraction angiography (dsa) on (B)(6) 2022 showed severe stenosis of the c7 segment of the left internal carotid artery. It was referred that the diameter of the diseased vessel at the most stenosis location was 0.29mm, the diameter of the normal proximal stenosis was 2.39mm, the distal diameter was 1.77mm, the length of stenosis was 14.51 mm, the stenosis rate was 88%, and the left internal carotid artery was normal in the proximal and distal ends. The patient went through a vascular stent placement procedure with an enterprise 2 4mm x 23mm (enci402312, 6920558). Immediate postoperative angiography showed that the diameter of the most stenosis of the diseased vessel was 1.74mm, the diameter of the normal proximal stenosis of the diseased vessel was 2.36mm, and the diameter of the distal stenosis of the diseased vessel was 1.87mm, the residual stenosis rate was 27%, and the stent had completely covered the lesion. The patient developed drowsiness and maintained right limb inactivity after balloon dilation and stent implantation of the c7 segment of the left internal carotid artery on (B)(6) 2022. Reexamination of the brain CT showed intracranial hemorrhage, the midline was still in the middle, and the cisterna ambiens was visible. The patient was immediately transferred to the intensive care unit, and oxygen inhalation, electrocardiogram monitoring, blood pressure monitoring, and pneumatic therapy were given. Reexamination of the brain CT 2 hours later showed that the intracranial hemorrhage was increased compared with before, and there was no dilatation of the ventricles. The principal investigator (pi) assessed this event as moderate in severity, not related to the study device, and possibly unrelated to the surgery. The vital signs of the subject were stable, but there was still a risk of bleeding. It was recommended to control blood pressure, maintain serum sodium and protein concentration, stop bleeding appropriately and regularly review the brain CT. Brain CT on (B)(6) 2022 the patient still had drowsiness, right limb inactivity, average sleep, poor spirit, and somnolence appearance, and brain CT showed that the high-density area was slightly smaller than that on (B)(6) 2022. Symptomatic treatments such as continuous oxygen inhalation, electrocardiogram monitoring, continuous catheterization, pneumatic therapy, lowering intracranial pressure, improving microcirculation, inhibiting acid, and protecting the stomach, and nutritional support were given. On (B)(6) 2022, the patient's drowsiness was relieving, and the right limb activity was improving. The drug treatment was continued, and the changes in the condition were closely observed. On (B)(6) 2022, the patient no longer had drowsiness, and the activity of the right limb gradually improved, with good sleep. Brain CT showed that the high-density area was slightly smaller than that on (B)(6) 2022. On (B)(6) 2022, the patient's condition was stable. The reexamination of brain CT on (B)(6) 2022 showed that the high-density area was slightly smaller than that on (B)(6) 2022. On (B)(6) 2022, the patient was conscious, and able to communicate with her family, without headache or dizziness, normal urination, and defecation. Physical examination showed that the muscle strength of the right limb was grade 4, and the muscle tension was slightly low. The muscle strength of the left limb was grade 5, and the muscle tension was normal, without obvious abnormalities in the superficial and deep senses of both limbs. Babinski's sign was negative bilaterally and the meningeal irritation sign was negative. The event has been classified as persistent with an outcome of symptom relief. Given that her condition was under control, she was discharged on (B)(6) 2022. The patient experienced constipation on (B)(6) 2022. The pi assessed this event as mild in severity, not serious, and not related to the study device, or the surgical procedure. The event was medically treated, and the condition resolved without sequelae on (B)(6) 2022. Based on the evaluation of the investigator and the lack of evidence linking the reported event to the study device and procedure, the event will neither be coded nor reported. The patient has a medical history of diabetes, ethmoid sinus inflammation, cervical disc herniation, cerebral infarction, liver injury, internal carotid artery stenosis, and multiple cerebral artery stenosis. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral hemorrhage is a known potential adverse event associated with the enterprise 2 vrd and is listed in the instructions for use (IFU) as such. There is no indication of any device performance or manufacturing issues related to the event. Given the timeline between the procedure/device usage and the reported adverse event, device involvement cannot be excluded. Moreover, since the patient required medication and prolonged hospitalization, the event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 26-dec-2022 was reviewed indicating that the product code and lot number of the study device was enci402312 & lot: 69205582. The patient was a 69-year-old female, with a medical history of diabetes, ethmoid sinus inflammation, cervical disc herniation, cerebral infarction, liver injury, internal carotid artery stenosis, and multiple cerebral artery stenosis. Section e1. Initial reporter phone: (B)(6). The manufacturing and expiration dates are not available at the time of the report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.